Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during hepato-pancreato-biliary (hpb) procedure, when the fiber was connected to the greenlight console, a message indicated that the fiber needed to be change, event though no shots had been fired. The same problem occurred with a second device. Therefore, the procedure was cancelled. It was unknown if the patient was under sedation. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during hepato-pancreato-biliary (hpb) procedure, when the fiber was connected to the greenlight console, a message indicated that the fiber needed to be change, event thought no shots had been fired. The same problem occurred with a second device. Therefore, the procedure was cancelled. It was unknown if the patient was under sedation. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.